Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One photograph and 226 representative 22ga insyte autoguard units from lot: 4110695 were provided for investigation. The photo displays a needle that had punctured and protruded through the side of the catheter tubing. The damage was not identified on the representative samples that were received in sealed unit packaging. As the photo showed the device removed from its packaging, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 381423 batch # 4110695. It was reported that the bd insyte autoguard bl 22ga x 1.0in catheter tip was "sheared". The following information was provided by the initial reporter: verbatim: catheter tip appears to be sheared. Customer response on jun 25, 2024 see answers to your questions below: date of incident -(B)(6) 2024-(B)(6) 2024. Was this used on a patient -yes. Any patient harm ¿uptick in in IV infiltrations, very much discomfort for the patients that typically isn't there. Are sample available to be returned for analysis ¿yes and we pulled the lot is there a contact at the local xxxx site that I can connect with to discuss ¿ yes, customer response on jun 26, 2024. Two dates of events were provided, was there two events?there were multiple events over the weekend and into the following week. Can you please provide an exact date of event in format dd-mmm-yyyy?06-15-2025-06-18-2025.